Manufacturer narrative:
Reportedly, single-piece collamer iol was torn off upon insertion, requiring intraoperative lens exchange. No report of incision enlargement or any other tissue damage. No reported postoperative sequelae. No reported problem with the injector. It should be noted that user error during loading or handling could have caused/ contributed to the event. Based on the complaint history, work order search, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Based on the results of the DHR review, the available information given within this complaint, and work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. The root cause of the complaint is unknown. Based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The customer reported the +22.5 diopter cc4204a collamer single piece lens was inserted into the eye and then removed due to a torn lens. The lens was removed and discarded. No further information was available at this time.

Manufacturer narrative:
Pt weight: unknown. Brand name: collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: lens work order search. Results: a parent/child lens work order search was performed and there were no similar complaints found within the work order. Conclusion: (unable to confirm): based on the complaint information and lens work order search, we were unable to determine a specific root cause of the event. The lens was not returned. (B)(4).